Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. The 3.00mm x 12mm nc emerge balloon catheter was introduced but upon inflation, the balloon ruptured due to the calcification. The device was removed and the procedure completed with a different device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen, and the balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 9mm from the tip of the device. The device failed to inflate to rated burst pressure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified left anterior descending artery. The 3.00mm x 12mm nc emerge balloon catheter was introduced but upon inflation, the balloon ruptured due to the calcification. The device was removed and the procedure completed with a different device. No patient complications were reported and the patient condition was good.